Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: other, uterus\migration of essure device location of device: embedded into the uterus'), genital haemorrhage ('general abnormal bleeding') and device dislocation ('migration') in a 43-year-old female patient who had essure (batch no. 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain ("pelvic pain/ pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions type: skin rash"), urinary tract infection ("uti") and alopecia ("hair loss"). On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vulvovaginal pain ("vaginal pain"), periumbilical pain ("belly button pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, genital haemorrhage, device dislocation, vulvovaginal pain and pelvic discomfort outcome was unknown and the pelvic pain, dyspareunia, abdominal pain, allergy to metals, rash, bladder disorder, urinary tract disorder, urinary tract infection, alopecia and periumbilical pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, device dislocation, dyspareunia, genital haemorrhage, pelvic discomfort, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation, vulvovaginal pain and periumbilical pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date in previous document: (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2010: essure confirmation test(s) (unspecified) result-bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: reporters added. Added lot number. Migration of essure device location of device: embedded into the uterus clubbed with uterine perforation. New events added: vaginal pain, belly button pain,discomfort and onset dates of events. Event skin condition clubbed with rash. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: other, uterus\migration of essure device location of device: embedded into the uterus'), genital haemorrhage ('general abnormal bleeding') and device dislocation ('migration') in a 43-year-old female patient who had essure (batch no. 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), rash ("rashes or skin conditions type: skin rash"), urinary tract infection ("uti") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vulvovaginal pain ("vaginal pain"), periumbilical pain ("belly button pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, device dislocation, vulvovaginal pain and pelvic discomfort outcome was unknown and the pelvic pain, dyspareunia, abdominal pain, allergy to metals, rash, bladder disorder, urinary tract disorder, urinary tract infection, alopecia and periumbilical pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, device dislocation, dyspareunia, genital haemorrhage, pelvic discomfort, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation, vulvovaginal pain and periumbilical pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date in previous document: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: other, uterus'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti") and alopecia ("hair loss"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and genital haemorrhage outcome was unknown and the pelvic pain, dyspareunia, abdominal pain, allergy to metals, rash, skin disorder, bladder disorder, urinary tract disorder, urinary tract infection and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, device dislocation, dyspareunia, genital haemorrhage, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date in previous document: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: 2010 essure confirmation test(s) (unspecified)-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- migration/perforation: other, uterus, general abnormal bleeding, dyspareunia (painful sexual intercourse), abdominal pain, nickel allergy, rash, skin condition, bladder problems, urinary problems, uti and hair loss were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.